Manufacturer narrative:
Company representative evaluate the unit. Corrections included replacement of the unit's ac power connector and strengthen the mount bracket. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected patient monitoring. No patient injury was reported.